Manufacturer narrative:
This MDR report is just now being submitted as reportability event on this complaint. On 09/03/2024, this record was upgraded to "yes" due to the fact that one of the initial reported malfunctions is now MDR reportable based on the newly-updated MDR decision tree. There are previous complaints on the device related to this issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. (B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 04/12/2024, znyo medical received a report from a customer reporting the high occlusion pressure failed at 18.7psi. No report of patient involved.